Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no reported adverse impact to customer's blood glucose level. Additional information was not provided and troubleshooting for this issue was not provided due to another malfunction.